Manufacturer narrative:
Patient weight was not provided. (B)(4). Approximate age of device ¿ 55 days. The pump remains in use supporting the patient. A correlation between the device and the reported event could not be determined through this evaluation. The instructions for use lists hemolysis as a potential adverse event associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that on (B)(6) 2016, the patient was admitted to the hospital for a lactate dehydrogenase (ldh) level of 709 u/l. Information regarding the treatment rendered was not provided. The patient has an underlying right heart failure and is on milrinone at home. The patient was discharged on (B)(6) 2016 with an ldh of 545 u/l. On (B)(6) 2016, the patient was readmitted with an ldh of 583 u/l. The patient was on aggrenox, heparin and coumadin with an inr goal of 2.5-3.5. On (B)(6) 2016, the patient experienced hemolysis and worsening heart failure. There were reportedly no power elevations or pump issues at the time. The patient's ldh trended down and the patient was discharged on (B)(6) 2016. The patient has no other symptoms or pump issues. The patient continues on milrinone at home. It was reported that the milrinone could have potentially contributed to the elevations in ldh. No additional information was provided.